Manufacturer narrative:
Additional information will be provided within 30 days of receipt.

Event description:
During a procedure to the superficial femoral artery, the tip of the delivery system was left on the wire inside the patient. The tip was retrieved from the patient by snare. The tip separation was not noticed until, the device was removed from the patient. There were no difficulties experienced tracking the device to the lesion. There was no resistance encountered advancing the product through the sheath (7f). The product was prepped according to the information for use (IFU). There were no kinks or anomalies observed. There was no injury to the patient. The product will be returned for analysis.